Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. The instructions for use (IFU) warns that channel may be damaged if tip of endo therapy accessories contacts inside the channel. Although, it was indicated that the user used scopes according to the above-mentioned warning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿using endo therapy accessories_ insertion of endo therapy accessories into the endoscope. Caution: do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endo therapy accessory may become damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the distal end was leaking, the plastic distal end cover was dented, and the bending rubber glue was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope borescope had scrapes or scratches of the internal channel. The facility randomly selected an unused scope to observe the inside channel of the scope using the borescope. There were no reports of patient or user harm, or procedure associated with this event.